Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the rate/sense channel. Further review of the stored electrogram (egm) noted an intermittent loss of ventricular capture.